Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had a stored atrial tachy response (atr) episode showing visible noise on all channels with over-sensing on the right atrial (ra) lead. Further review was recommended. All lead measurements are stable and battery longevity is normal. At this time, the device and ra lead remain in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5148837.